Manufacturer narrative:
(B)(4). Batch # p4rc72. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an oncology surgery, the harmonic shear pottery broke at the beginning of the procedure.the ceramic tip took broke. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p91y97. Investigation summary: the device was returned with the tissue pad shifted to proximal side. In addition the blade was noted to be good, not broken tip off as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. This is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it. No other anomalies were noted. No conclusion could be made as to how the tissue pad shifted from the clamp arm. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.